Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.5/2.0/074 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a same size model lens different sphere/cyclinder/axis due to refractive surprise and refractive change overtime. The problem resolved. Cause of the event is unknown.